Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported events of unacceptable threshold and far p oversensing were not confirmed. As received, a complete lead was returned in one piece with the helix compressed and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the helix was compressed and the inner coil was over torqued at the connector region consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix, as received. The cause of the reported event of a helix mechanism issue was isolated to the helix being damaged, clogged with blood/tissue and over torqued of the inner coil.

Event description:
It was reported that patient presented to hospital after experiencing inappropriate shock. Upon interrogation it was found patient's right ventricular (rv) lead exhibited high capture threshold and far p oversensing. It was further noted from chest x-ray that the lead was dislodged. During lead revision procedure it was noted that the lead helix was not able to rotate. The lead was explanted and replaced. The patient was stable.